Event description:
A heart valve replacement surgery employed hemasorb for sternal hemostasis. Drainage from the incision site was observed. The cause was investigated.

Manufacturer narrative:
No conclusion can be drawn at this time. Aerobic, anaerobic and fungi tests were performed by the medical facility for drainage from the pt and a unit of hemasorb from the suspected lot. All testing came back negative. The cause for the drainage could not be determined. The medical facility determined that no infection was present. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Orthocon was unable to identify all pt info during its investigation. A review of the batch mfg records was conducted and the batch met all finished goods release criteria. The clinician was properly trained on the use of hemasorb. During a f/u conversation the physician indicated the pt was doing well.